Event description:
It was reported that during the npwt utilizing a pico, the patient realized the pump had stopped working. The batteries were exchanged to solve the problem, but the pump did not work.

Manufacturer narrative:
On the 2nd day of the npwt utilizing a pico, the patient realized the pump has stopped working. The batteries were exchanged to solve the problem, but the pump did not work. Two days after the pump stopped, the patient who wore the no-compressed dressing and the stopped pump went to see the doctor, and the device was exchanged to new one to restart the treatment. No patient harm. The sample will be returned for investigation.